Manufacturer narrative:
(B)(4). D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10 - unknown oxford femoral component, lot unknown unknown oxford bearing, lot unknown h11 - attempts have been made to gather all product identification information and no further information has been provided the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision of the right knee. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint histories could not be performed due to missing reference and lot numbers. X-rays were received and reviewed by a health care professional and not submitted to a radiologist for further assessment. Images are undated and the allegation leading to revision is unknown therefore it would be difficult to correlate whether submission would enhance the investigation. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.